Manufacturer narrative:
Device analysis: 1 syringe of 1.0ml with 0.4ml of gel remaining received in an opened pack with an opened tray. With cap and without needle. A crack is observed at the 3mm luer lock level.

Event description:
Healthcare professional reported when they were attaching the 23g cannula (non-packaged) to a syringe of juvéderm¿ voluma¿ with lidocaine, there was cracking in the plunger and loss of product through that hole. Healthcare professional chose to discontinue the procedure. Patient contact was made; no injuries reported. Injection area was noted as the nasolabial fold.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: "method of use-posology: remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. 3. If the needle cap is positioned as shown in fig. 4, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise."

Event description:
Healthcare professional reported when they were attaching the 23g cannula (non-packaged) to a syringe of juvéderm¿ voluma¿ with lidocaine, there was cracking in the plunger and loss of product through that hole. Healthcare professional chose to discontinue the procedure. Patient contact was made; no injuries reported. Injection area was noted as the nasolabial fold.